Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed that the mobile view station (mvs) is not powering up any more. Troubleshooting found the mvs power cable was broken internally which caused the f11 fuse to blow. The mvs cable and f11 fuse were replaced. The issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were returned to the manufacturer for evaluation as they were discarded at the site.

Event description:
A site representative reported that outside of a procedure, when the imaging system was plugged in, there was no illumination on the mobile view station (mvs) and imaging system. There was no patient present when this issue was observed.